Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the s-cover packing. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation, the reported issue with leakage was confirmed: the scope connector cover packing was worn and the device was no longer water tight. The other reported issue was also confirmed: switch button 2 did not work due to damage at this area. Visual examination showed the following additional issues: the air/water cylinder was missing its color indicator; the suction cylinder was missing its color indicator; the distal end cover was chipped; the objective lens was chipped; the light guide lens was cracked; and the connecting tube was buckled. The device did not meet insulation resistance specifications due to the chipped distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope's control button 2 was defective and the device failed leak testing. The device was returned to olympus for evaluation. During device evaluation, white foreign material was found at the air/water cylinder, air/water tube and auxiliary tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.